Event description:
External tag on carefusion alaris large volume pump model #8100 was printed with serial number(B)(4) , presumably the serial number that is printed on the sticker goes onto the device before the device is programmed at the carefusion alaris factory. The internally programmed serial number is (B)(4). This was caught by the hospital informatics group when testing new pumps to integrate with our electronic medical record, epic. Our organization opted to send this pump back to the manufacturer to have them fix/reconcile. We are concerned about a lack of quality assurance occurring with carefusion at the point of assembly. See also mw 5066233 related to these alaris pumps having an option that allow the serial numbers to be edited. The issue being reported today is a different issue and one that carefusion should have detected before sending the device to it's customer.